Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred after a bolus was delivered. Reportedly, the cartridge was cracked. The customer's blood glucose level was not impacted. The customer indicated that a new cartridge would be installed.